Manufacturer narrative:
Balt USA has aligned the united states mandatory reporting process with balt extrusion. Under this improved reporting process, "similar devices" between balt extrusion and balt USA have been defined. All complaints received by balt extrusion, and related to such similar devices, which are marketed in the united states by balt USA shall be evaluated by balt USA according to MDR requirements. A retroactive analysis was performed on legacy complaint records to identify any prior occurrences deemed MDR reportable. This complaint has been deemed MDR reportable under this program and recorded in the balt USA complaint management system. Balt USA's reference number: (B)(4). Here is the summary of event, and investigation as reported by balt extrusion: the returned product was inspected in our quality laboratory. After analysis under binocular, we noted that the braid was not damaged, and that the tubes were not collapsed. Similar incident with the same root cause: procedure conditions and use of a 3ml syringe: 2015-2017: 0; 2018: 2 ((B)(4) sold units) -> ratio: (B)(4). The device history record (DHR) and the manufacturing process were checked: no anomaly was found on operators and materials, nor on equipment. The balloons are 100% controlled during manufacturing with an inflating test. The test results did not also reveal any anomaly that could potentially explain the issue experienced by the user. We tried to reproduce the failure mode by testing several units of ecl2l6x20 within an elastrat flow model. However, we were unable to reproduce the deflation issue in a repetitive manner, and in a controlled way. The failure can depend on the balloon position, and so finally on the procedure conditions with the anatomical configuration and the device location when it is inflated, and deflated. A 3ml syringe was used during this procedure while the instructions for use indicate to use a 1ml syringe in § 5.3, "using a 1ml syringe filled with appropriate contrast solution, slowly inflate the balloon to achieve the desired diameter." The use of a syringe with a larger barrel accentuates the vacuum phenomenon, and therefore, the difficulties with deflation. A similar incident was observed implying a different lot number. A 3ml syringe was also used for this second case. By precautionary measure, balt extrusion decided to recall from the market the units of the 2 lots concerned by these complaints (see fsn/fsca #20181219_ecl2l6x20 for further information). In conclusion, the issue observed was not accurately reproducible during our testing. No anomaly was observed on the lot history record, and the balloons were properly 100% controlled as per defined in the manufacturing instructions. The most probable cause of this incident could be related to the procedure conditions with the balloon position regarding the anatomical configuration. It could also be explained by an improper handling with the use of a 3cc syringe that accentuates the vacuum phenomenon. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in rate of occurrence has been observed, however, this issue will remain subject to continued tracking.

Event description:
It was reported that, "could not deflate the balloon. Patient injury: no patient injury."